Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer ordered a replacement touchscreen.

Event description:
It was reported that the unit's touchscreen displayed a "bad touch" error and could not be calibrated. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.